Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the tip (bevel part) of the injector was deformed during insertion. There were no problems with the iol, the iol was implanted as it was and the surgery was completed successfully.

Manufacturer narrative:
Only the used device was returned loose inside the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to mid-nozzle. The anterior beveled nozzle tip was slightly bent backward, similar to having been placed against a hard surface. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if a qualified product was used. The root cause cannot be determined for the reported complaint. The used device was returned and the anterior beveled tip was slightly bent backward, similar in appearance to having been in contact with a hard surface. Due to the fragile nature of the nozzle tip, extreme caution is used throughout the production and packaging processes. The obvious nature of the damage and the pressure needed to create it makes it unlikely that product would have left the company facility in this condition. Each device and lens undergoes a 100% cosmetic inspection prior to final release from the manufacturing facility. Also, each device is carefully placed and sealed into a blister tray specifically designed for the protection of the product during shipping to the customer. Due to being returned loose in an opened carton and without the blister tray to evaluate for any damage, it is not possible to confirm if the tip was bent upon customer receipt. Information was provided in the initial report description that a customer reported that the tip (bevel part) of the injector was deformed during insertion. Since there were no problems with the iol (intra ocular lens) , the iol was implanted as it was and the surgery was completed successfully. The manufacturer internal reference number is: (B)(4).